Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The shock occurred while the device sensing vector was set to the primary vector. The shock cleared up the noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.